Manufacturer narrative:
Product analysis, product ID# 37601: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since (B)(6) 2017 the patient has had a short circuit between contacts 8 and 9. The patient's ins was being replaced, and intraoperative impedance testing showed the impedance of the extension was in normal range. After the new ins was connected the impedance was normalized. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the ins was replaced due to normal battery depletion. The patient did not experience any symptoms related to the impedance as it was programmed around.